Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. Failure to fully integrate into bone prior to restoration. Entire apical 80% of implant was, threaded & solid. Narrow circum rential bone loss at the coronal 20.1.